Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance a ventilator battery would not hold a charge and generated the low battery alarm when the device was run on the battery. There was no patient involvement.

Manufacturer narrative:
The battery assembly was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were found. An investigation was performed and the reported issue was verified. The battery was found to be at less than 10% capacity. If information is provided in the future, a supplemental report will be issued.